Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was inquiring if they were notifying and warning customers that the tubing for the purewick accessory canister kit which was made of pvc could potentially be cancer causing. The patient stated that they had been getting urinary tract infections (uti¿s). It was noted that the patient had been using products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown purewick capitol and accessories) product ifus were found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was inquiring if they were notifying and warning customers that the tubing for the purewick accessory canister kit which was made of pvc could potentially be cancer causing. The patient stated that they had been getting urinary tract infections (uti¿s). It was noted that the patient had been using products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.